Event description:
The customer received blood glucose readings of 131 and 78 mg/dl using her two contour meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.